Manufacturer narrative:
According to the field, the rv lead will not be returned back from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had been pulled back and dislodged due to the migration of the patient¿s pacemaker. Loss of capture and high thresholds were thus seen on the rv channel. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.